Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. As per the customer biomedical engineer the cs100 involved in this event was retired and removed from service.

Event description:
The customer reported, while in use on a patient, seeing blood in the helium tube set. The balloon was removed. The customer reported that no blood detected alarm was generated by the cs100. The intra-aortic balloon pump (iabp) was sent to the facility's biomed department. No adverse event reported. No patient injury or death reported. Related balloon emdr (B)(4).